Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recn2669 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recn2669) have been reported from one u.s. Facility.

Event description:
It was reported that the patient developed a dvt five days after insertion.